Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that she had the implant removed due to sepsis. It was noted that the consumer was attempting to find surgeons in (B)(6) who perform spinal cord stimulator implants due to chronic back pain.

Event description:
It was reported that the patient¿s incision site where the lead was (in the spine) started to open. The physician placed a drain in it on the day of the report. The system was turned off. It was stated that the healing process was never quite right from the initial surgery, it was stated the patient is a smoker. Additional information reported that the device was explanted on (B)(6) 2015. Additional information about the outcome was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).